Event description:
Information was received indicating that immediately following intubation of the patient with a smiths medical portex endotracheal tube, air came out of the cuff. There were no reported adverse patient effects.